Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensed noise resulting in inappropriate shocks. Following the shock delivery, appropriate amplitudes were noted. Troubleshooting options were discussed to review with the physician. No adverse patient effects were reported. Additional information was received indicating follow-up was performed. Noise was unable to be recreated in secondary or primary vector. X-rays were reviewed in clinic with no anomalies noted. The vector was reprogrammed to secondary and the rate zones were increased. The device will continue to be monitored via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued. Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensed noise resulting in inappropriate shocks. Following the shock delivery, appropriate amplitudes were noted. Troubleshooting options were discussed to review with the physician. No adverse patient effects were reported.